Event description:
The patient suffered a pneumothorax during a superdimension procedure. No additional information is known. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(6) 2015. Date of follow-up report: (B)(6) 2015. A component of the superdimension system; case recordings, were returned and evaluated. The evaluation showed no evidence of a pneumothorax and no device problem was found. If additional information pertinent to the incident is obtained another follow-up report will be submitted.

Event description:
The patient received a chest tube and was hospitalized overnight. If additional information pertinent to the incident is obtained another follow-up report will be submitted.

Manufacturer narrative:
Superdimension has requested the device for evaluation but has not received anything to date. There were no anomalies identified during the internal review of the DHR of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.